Event description:
The patient's mother reported that at 3:48 am on (B)(6) 2012 her daughter's blood glucose was 445 mg/dl. She corrected with a 13.8 unit insulin bolus. At 5:25 am her bg was down to 299 mg/dl and another .85 unit bolus was given. At 5:30 am in the ambulance her bg measured 429 mg/dl and at 5:50 am in the emergency room it was 498 mg/dl with ketones of 80. She was given 8 units of insulin at the ER and released. Her bg has stayed in range since, measuring 156 mg/dl at noon and 134 mg/dl at 4:30 pm on (B)(6).

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to reported hyperglycemia and emergency room visit. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advised "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal , and before going to bed)."